Event description:
It was reported the pt is not receiving effective stimulation. The pt stated he has not received effective stimulation therapy since the implant. The pt also reported he is still experiencing post-surgical pain. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.